Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage from the stopcock."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 2/15/2022 h.6. Investigation: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. During the visual inspection of the sample, it was noted that there were modifications to the product. The sample was functionally tested for leakage according to our own internal procedures and the sample showed no signs of leakage. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was not performed since no lot number was provided for the investigation. H3 other text : see h.10

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage from the stopcock"